Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer would contact the healthcare provider to obtain alternate insulin therapy. Customer declined further follow up from tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy. Reportedly, the customer would contact the healthcare provider to obtain alternate insulin therapy. Customer declined further follow up from tandem technical support.